Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated. (B)(4).

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had long retrograde time which presented during a threshold test at loss of capture, putting them into pacemaker mediated tachycardia. Technical services discussed programming options and that it sounded like it was patient related. Subsequently, the device was repositioned due to high pacing thresholds. The device remains in service. No additional adverse patient effects were reported.